Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the responses to clinical requests were not provided and s+n has not received the adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported event could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include but are not limited to excessive forces applied to implant or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that an internal fixation of the right femur and a revision surgery of the hip was performed due to right hip periprosthetic femur fracture with loose subsided stem.